Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was clarified that "haywire" meant that the machine had stopped working because of the programmer. It was reported that there was corrosion in the battery compartment, the hand control was not working and the patient was in pain. It was reported the patient got a new programmer. It was reported that the programmer was not working because of the battery corrosion.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient stated that their patient programmer (pp) malfunctioned in (B)(6) 2017 and caused their implantable neurostimulator (ins) to ¿go haywire.¿ the pp had corrosion in the battery compartment. The patient was not feeling stimulation at 1.7 volts or 1.8 volts, but when they increased it to 1.9 volts it ¿put her to her knees.¿ the patient experienced overstimulation. The patient met with their manufacture representative (rep) (B)(6) 2017 who turned off their ins after it went ¿haywire.¿ on (B)(6) 2017, the patient had a lack of therapy, loss of bladder control, return of symptoms, and pain from the loss of therapy. The patient went to the ER multiple times for the issue. The patient would follow up with their healthcare professional (hcp) and a rep was notified of the issue. A replacement pp was sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.